Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) was not responding correctly to the commands the surgeon was giving at the console. A new instrument was inserted, and the procedure was completed without incident. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument not moving as intended, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and the complaint regarding the instrument not responding correctly was not confirmed by failure analysis. The instrument passed the recognition engagement, cut test, electrical continuity, and energy delivery tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. There was no physical damage observed during the visual inspection. The instrument was fully functional. No product issue was identified. The probable root cause of the instrument not responding correctly cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the instrument found no failures. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer-reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.